Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the actuator knob came off during use with the clip delivery system, which may require intervention to deploy the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve leaflets and the deployment steps were performed. Some resistance was noted while removing the release pin. After the actuator knob was turned counter-clockwise 8 times to deploy the clip, the actuator knob came off of the cds, and the clip did not deploy. Troubleshooting steps were performed, including turning the cds handle back and forth. After approximately 5 minutes, the clip deployed successfully. Two clips were implanted and the mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned. The results of the returned device analysis confirmed the reported detachment of device component, as the device was returned with the actuator knob assembly detached from the device. The release crimper was noted to be fully unthreaded from the crimping cam. An expanded investigation was conducted, which included a query of the complaint handling database. The query identified one other incident reported for detachment of device component from this lot. A review of the electronic lot history record (elhr) for the manufacturing of the reported lot revealed no associated nonconforming material records (ncmrs) related to clip closing difficulties. Further assessment of this issue per site operating procedures is in the process of being conducted. The performance of these devices will continue to be monitored.